Manufacturer narrative:
Adding additional information: model # - na, serial # - na, gender - ni. B6 - relevant tests/laboratory data, including dates - not provided b7 - other relevant history, including preexisting medical conditions (e.g.,allergies,race,pregnancy,smoking and alcohol use, hepatic/renal dysfunction, etc.) ---- not provided. D7a - is this a single-use device that was reprocessed and reused on a patient?(select asku for unknown) - no. H8 - usage of device - initial use of device. This is a follow up report for this additional information. Correcting UDI # from (B)(4). This is a follow up report for this corrected information. Correcting implanted date from (B)(6) 2010 to (B)(6) 2018. This is a follow up report for this corrected information. Device received for this event is being corrected from osseospeed tx 3.5s - 11 mm catalog # 24932 to osseospeed ev 3.6 s - 9 mm catalog # 25223. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.